Event description:
A malfunction alarm, designated as malf 12, was reported with no notable events occurring prior. The impact on the customer's blood glucose level was unknown, as they declined to answer whether it exceeded 500 mg/dl. Technical support provided information to reset the pump, but the customer had not yet performed this action and planned to contact support upon acquiring a tandem charging pad. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.